Event description:
It was reported that during a procedure to place a stent graft in a fistula in the arm, the catheter broke when trying to deploy the stent. A coated guide wire & a 7 f sheath were used for the procedure. The path to the intended site was 'short' and the tracking vessel was calcified. The user only felt slight resistance when advancing the device, but no excessive force was used. The intended site was pre-dilated with a 7x4x75 cm pta balloon prior to the procedure to stent. There was no reported injury to the patient.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As no sample was returned for investigation, no sample evaluation could be performed. The result of the investigation is inconclusive and the root cause of the event is unknown. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The current IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.